Event description:
Caller states patient tested 1.0 inr, 1.8 inr, and 3.3 inr on the coaguchek s system. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
The user had erroneous results for three assays for one patient plasma sample. The bicarbonate results were 43, 23, 23 and 22 mmol/l. The glucose results were 228, 117 and 116 mg/dl. The calcium results were 16.6, 9.6 and 9.4 mg/dl. The initial results were not reported to the physician and the patient was not affected in any way. The bicarbonate reagent lot number was 14904400. The glucose reagent lot number was 62255801. The calcium reagent lot number was 62493301. The field service representative could not determine a cause. He checked the instrument mechanisms and ran a check test. To verify the analyzer operation, he ran precision testing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Investigation of the event determined there was no malfunction of the instrument or test application. And most probably a pre-analytics issue caused the event. Possible issues may be the centrifugation time or clots in the samples. The user confirmed there have been no further events since they began running all patient samples in cups. The patient was not affected.